Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving clonidine (100 mcg/ml, 30.03 mcg/day), bupivacaine (40 mg/ml, 12.012 mg/day), and dilaudid (20 mg/ml, 6.00 mg/day) via an implantable infusion pump. Indications for use included malignant pain/colon. It was reported that in (B)(6) 2015, when the patient used her personal therapy manager (ptm) bolus, she felt a wave come across her belly, and then warmth and numbness. The reporter was concerned that perhaps something was wrong with the catheter since this just began recently, and she had been doing stretches and exercise. The patient had already spoken to her healthcare provider (hcp) and he reviewed that there have been no reservoir volume discrepancies. No interventions were mentioned. The situation was being addressed by the patient's hcp. No troubleshooting/diagnostics, cause of the issue, interventions, or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.